Event description:
A certified ophthalmic technician reported one custom patient with an over correction in the left eye following surgery. Patient records were received and reveiwed. On day of surgery, the surgeon noted, "mild temporal decentration of flap, but enough area cover for full treatment." Approximately 3 months post-op, this patient exhibited an over correction of 2.75 diopters in the left eye. Three weeks later an enhancement was performed on the left eye and two days later the flap was lifted and refloated on the left eye. The night of the flap lift, the patient woke with a sharp pain in the left eye and went to the ER. Through the early post-operative period, the patient reported vision was a "little blurry" and difficulty seeing well in low light. Surgeon noted trace haze in the left eye, mild edema and peripheral microstriae.

Manufacturer narrative:
Evaluation summary: a surgery database performance verification was conducted on this system and the analysis determined that the laser performance factors analyzed were operating within specification during this patient's two procedures.